Event description:
It was reported that patient underwent initial total hip arthroplasty on an unknown date. Subsequently, a revision procedure was performed on (B)(6) 2015 due to unknown reasons. During the procedure, the target arm was aligning correctly before insertion, however, after insertion the drilled screw holes could not be aligned. The stem was inserted, removed, and then reinserted, but the trial cone body would not lock into place over the stem. This caused a surgical delay of approximately 60 minutes.

Manufacturer narrative:
This follow-up report is being filed to relay additional device information and product evaluation results, all of which was unknown at the time of the initial medwatch. (B)(4). Manufacture date - sometime in 2011. Examination and dimensional evaluation of returned device found device within appropriate design specification and no evidence of product non-conformance.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. The following sections could not be completed with the limited information provided: lot number - unknown. Device evaluation - evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA. Manufacture date ¿ unknown.